Event description:
Note: the date of event is unknown it was reported to boston scientific corporation in 2007, that an extractor rx retrieval balloon was used in an ercp procedure (patient age, gender and weight are unknown). According to the complainant, during the procedure, the balloon broke and a plastic piece from balloon catheter fell off into the duodenum. The doctor thinks the piece will pass. The plastic piece slid off the catheter. The duct was swept. The case was finished. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as "unknown".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and the expiration date is unknown. According to the complainant, the suspect device is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.